Event description:
It was reported that the pump motor was not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, cracks on the battery door, and cracks on the left plunger case. A review of the event history log identified motor rate error in the history. Functional testing using the occlusion test duplicated the reported problem. Motor rate error was found during the occlusion test. The problem was due to a combination of worn out worm coupling, leadscrew and clutch halves. The root cause of this failure was normal wear life. The pump was over 7 years old.